Event description:
I am reporting a diamond microdermabrasion machine which is considered class 1 (exempt) - however this machine does not have a device listing which is required by the FDA - I ordered from online and I tried to use this for the first time and it left several bleeding scratches on my skin - it is very dangerous; (B)(6) are not using safe and approved abrasives. This machine came from a company "(B)(4)" selling out of a (B)(4) warehouse "(B)(4). They are selling 1000's of these dangerous machines online. Also, this machine has multiple functions like sprayers, tanner, ultrasound, and others that are not allowed under the class 1 designation and many of these other functions seem like they should require FDA clearance like ultrasound.